Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to suspected supraventricular tachycardia (svt). Technical services (ts) was consulted and discussed stored data as well as available programming options. This device remains in service. No adverse patient effects were reported.